Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the tenku is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the moderately tortuous, heavily calcified, diagonal coronary artery. A 2.25 x 15 mm tenku rx balloon dilatation catheter (bdc) was selected for the procedure. There was no resistance felt during removal of the protective sheath, there were no issues noted with the bdc during preparation and the balloon was soaked in saline prior to use. The bdc was advanced with slight resistance to the lesion, crossed, inflated to 12 atmospheres. Upon the second inflation to 12 atmospheres the balloon ruptured as evidenced by contrast leaking from the balloon under angiography. The bdc was removed for the anatomy and was replaced with another tenku rx bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.